Event description:
It was reported that "lead-off detection" was displayed during subauricular tumorectomy surgery. The electrode was reinserted, but it did not improve. Stimulation by nim was done but it did not respond. There was no injury to the patient

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4) manufacturing date for the patient interface (s.no: (B)(6) ) - 2023-05-05 additional codes for the patient interface (s.no: (B)(6) ): img g02005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.